Event description:
During the leadless pacemaker (lp) system implant procedure via the jugular vein, following a mapping attempt with poor electrical signals, the right ventricular (rv) lp was pulled into the protective sleeve and relocated to the new site in the septal region of the rv using contrast. The patient experienced asystole before the second mapping attempt. An external pacer was ineffective in reviving the patient. The lp was programmed to attempt to stimulate the patient, however this was unsuccessful. Cardiac message was performed which was unable to resuscitate the patient and they died. The physician noted that they lp was visible on imaging and with no fixation attempted, they were sure they did not perforate the heart.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.